Manufacturer narrative:
Added date of event. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screwdriver. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported while the surgeon was placing a 7.3mm cannulated screw in the outside joint, the screwdriver broke off inside the patient. The metal was left inside the patient as it was unable to be retrieved. The product information was not provided. This report is for an unknown screwdriver. This is report 1 of 1 for complaint (B)(4).